Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cosmetic driveline damage. A driveline repair was scheduled for (B)(6) 2022. The driveline was wrapped entirely in rescue tape. There were minor cuts in the silastic coating as well as a large quantity of dried blood. A driveline repair was performed 4 inches from the exit site without issue. It was reported that the cause of the driveline damage was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion. The report of cosmetic damage to the outer layer of the patient¿s driveline can be confirmed based on the onsite evaluation by an abbott representative. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26feb2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline. It was reported that the medical doctor requested a driveline repair for a patient with cosmetic damage, and a repair was scheduled for (B)(6) 2022. The driveline repair was completed by tech services (ts) on (B)(6) 2022. Visual inspection concluded that the driveline was wrapped entirely in rescue tape. Ts noted minor cuts in the outer silicone jacket, as well as a great deal of dried blood. The driveline was exchanged with no issues. The cause of the damage was unknown. Approximately 21¿ of the external portion/distal end of the driveline was returned, and rescue tape was applied throughout the length of the driveline. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Tears in the silicone jacket were observed underneath the rescue tape approximately 2.5¿, 8¿, 9.5¿, 10.5¿, and 15" from the metal connector. Upon removal of the silicone jacket, the bionate cover was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout, and areas of more severe breakdown were observed 2.5¿, 8¿, 9¿, 13¿, 14.5¿, and 17" from the metal connector. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26feb2014. No further information was provided. The manufacturer is closing the file on this event.